Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that one of the bottom feet were missing. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that one of the bottom feet were missing. The remote service engineer (rse) provided the bme with the part number of the replacement bottom foot kit for repair. Per phone conversation with the bme on january 14, 2026, the bme confirmed that the device was unstable on the stand. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the repair, but no response was received; the repair ultimately could not be confirmed. This file is closed and can be reopened if new information becomes available.